Manufacturer narrative:
The date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that following an unrelated surgical procedure where it is unknown if the device was placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue at this time.

Event description:
Additional information indicares that surgical intervention was undertaken on (B)(6) 2024 where the patient's ipg was replaced to address the issue. Reportedly, effective therapy restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.